Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l catheter for analysis. Initial visual inspection of the catheter showed no defects or anomalies. After the catheter failed functional testing (see below), the medial extension line was further inspected to determine the source of the leak. A small cut was observed on the medial extension line body, about 1cm from the juncture hub. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc). The cut on the extension line was located 16 mm from the juncture hub. The total length of the catheter measured to be 222 mm which is within specifications of 217-227 mm per product drawing. The medial extension line inner diameter measured 1.4732 mm which is within the specification of 1.42 - 1.50 mm per product drawing. The medial extension line outer diameter measured 2.15mm, which is within the specification of 2.13 - 2.21 mm per product drawing. This indicates that the extension line had a wall thickness within specification. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. When testing the medial extension line, a small leak was found coming from the extension line near the juncture hub. No leaks were observed when testing the distal and proximal extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. During functional leak testing performed per bs en iso 10555-1, a leak was found on the medial extension line. Visual inspection revealed a small cut on the extension line body near the juncture hub, which is consistent with damage caused by unintentional contact with sharps. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error is the probable root cause for this complaint. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.